Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmonyair a-series surgical lighting system and found the snap-ring that helps to secure the light handle to the lighthead was not seated correctly. Upon further investigation, the technician determined that the snap-ring had migrated onto the twisted conductor wires instead of being locked into its designated groove, which allowed for the light handle to rotate freely and resulted in the reported event. A replacement unit was installed. The technician tested the unit, confirmed it to be operating according to specification, and placed it in service. The device history record was reviewed and confirmed that the device was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.

Event description:
The user facility reported that the light handle of their harmonyair a-series surgical lighting system detached. No report of injury or procedure delay.

Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available.